Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient has been experiencing high blood glucose levels ever since receiving a replacement insulin pump. It was stated that the patient programmed a test bolus of 2.7 units, and in the patient's opinion, the drop of insulin was too small. The patient felt that the unit was not delivering accurately. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap was noted. The unit passed the prime and high pressure tests. Also found no delivery alarms in the alarm history. Nothing further was reported.